Manufacturer narrative:
The issue in cer 82360 is deemed as a non-reportable event since the malfunction could neither be found in the logfile nor be reproduced. Additionally, the device restarted automatically and then worked well until the next day. There was no patient or user harm reported from the complainant. No further investigation or correction will be performed except those mentioned above already performed. In future hamilton medical ag will not report an event similar as the issue in cer 82360 as it will be deemed as a non-reportable event.

Event description:
The hamilton-c1 device shutdown during the patient ventilation on (B)(6) 2020. During ventilation the buzzer activated (continuous alarm) and the screen got disrupted. Then the device restarted again and functioned well. "The nurse at that time stated that at around 2:42 am, when the device was connected to the patient, the nurse saw that the device turned off by itself and no more than 5 seconds. The device turned on again. The nurse then saw that the device was able to be used and continued to use it until the morning and notified the hospital's technician. And therefore, stop using the machine in the morning.